Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 b5: updated. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The knot has not been tightened down. The variable depth straw has been trimmed. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair surgery, the ultra fast-fix's t1 and t2 were deployed simultaneously. No t-implant was deployed through the meniscus and both were removed using tweezers. The procedure was successfully completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the ultra fast-fix's t1 and t2 were deployed simultaneously. The procedure was successfully completed using a smith and nephew back up device; however, it is unknown if there was a delay. No further complications were reported.